Manufacturer narrative:
The customer reported that the cns (central monitoring system) had communication loss on all telemetry devices and when either one of two network switches were rebooted, they began to work properly again. The customer stated that this has occured at least six times in four months. Nihon kohden technical support attempted to contact the customer to acquire more information, they have left messages on the customer's voicemail. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or when new information is obtained.

Event description:
The customer reported that the cns (central monitoring system) had communication loss on all telemetry devices and when either one of two network switches were rebooted, they began to work properly again. The customer stated that this has occured at least six times in four months.

Manufacturer narrative:
The customer reported that the cns (central monitoring system) had communication loss on all telemetry devices and when either one of two network switches were rebooted, they began to work properly again. The customer stated that this has occurred at least six times in four months. Nihon kohden technical support attempted to contact the customer to acquire more information; they have left messages on the customer's voicemail. The product involved in this event has not been returned to date to allow for an analysis to be performed. The device was never sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.